Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there customer had a no delivery alarm. Customer's blood glucose level was 208 mg/dl. Customer did not want to return the infusion set or reservoir for analysis. No additional information provided.